Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be concluded. No conclusion could be drawn. Manufacturing records could not be reviewed without a lot number. Date of manufacture cannot be determined without a lot number.

Event description:
During a tfn procedure, the instrument table became contaminated and all instruments had to be flashed. After flashing, the surgeon was using the 500 gram hammer to manipulate the fracture for nail insertion and the patient suffered a third degree burn from the hot hammer.